Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed that the instrument's housing (2 of the 4 housing snap tabs and 3 of the adjacent housing pins) were broken. The instrument's housing could be removed as a result of the damage. The instrument was also missing one of the release levers. The instrument's housing most likely popped off during mishandling, causing release levers to fall out. Electrical continuity testing was performed on the instrument and passed. Additional findings not reported by the site were damages to the luer plate and the bipolar pin. Engineering found that the luer plate was dislodged from the chassis and sticking out past the chassis back pushed into the backend. A section of the chassis wall feature that holds the luer plate was broken off. Additional finding was a bent polar pin. The top bipolar pin was pushed down to the bottom pin. Additional observation not initially reported by the site was main tube damage. Engineering evaluation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removal and had a rough surface finish. The scratches were short in length and were not axially aligned with the tube. Evidence not conclusive, but all of the damages to the instrument's housing, luer plate, bipolar pin and main tube suggests mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci si surgical procedure, the release levers on the maryland bipolar forceps instrument's housing were broken. The instrument was not used on a patient and the planned surgical procedure was completed. There was no allegation of harm or injury to a patient.